Event description:
It was reported that 2 bd insyte¿ cateters i.v. 22ga x 1.00¿ (0.9 x 25 mm) (latin america) experienced leakage. The following information was provided by the initial reporter: catalog 388312 lot: 9029984. For all rows the defect is leakage.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ cateters i.v. 22ga x 1.00¿ (0.9 x 25 mm) (B)(4) experienced leakage. The following information was provided by the initial reporter: catalog 388312 lot: 9029984 for all rows the defect is leakage.